Event description:
Baxter chile reported that a customer noticed a crack in a homechoice cassette. No further information or sample was available. No patient injury of medical intervention was reported.